Event description:
On (b)64) 2012, patient reported experiencing issues with the up/down arrow buttons on the infusion device. Patient stated, the buttons do not feel the same while being pressed. Patient reported all of the buttons on the infusion device respond as they should, but the up/down arrow buttons on the device feel loose when pressed. Patient stated, the device has not been dropped. Patient reported, the buttons do not lay flat after being pressed. Patient stated, he felt that maybe the ground plate underneath the rubber is loose. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.